Event description:
It was reported that the patient presented in clinic due to pain under left breast. Upon interrogation, it was found that the right ventricular (rv) lead exhibited muscle stimulation. It was also found that the rv lead exhibited increased capture threshold and low pacing impedance. Echocardiogram revealed that the rv lead had caused cardiac perforation and pericardial effusion. The rv lead was explanted and replaced under echocardiogram and fluoroscopy. Patient condition was stable.

Manufacturer narrative:
The reported events of increased threshold and low pacing impedance were not confirmed. A full lead was returned in one piece for analysis. Electrical testing and stiffness testing were normal with no anomalies found. Additional testing on helix mechanism was unable to be performed due to helix damaged during analysis.